Event description:
It was reported that the device was malpositioned, requiring intervention. This 60cm embold packing coil was selected for use in a moderately tortuous gastroduodenal artery. During the procedure, the coil was inadvertently deployed within the microcatheter; therefore, did not fully or properly deploy. The non-boston scientific microcatheter was pulled back into the common hepatic artery and the coil was subsequently pulled back with it. However, this left the coil hanging in the common hepatic artery. A snare was used, and once the coil was captured with the snare and pulled outside of the body, forceps were used to pull the remainder of the coil out. The procedure was completed with a different embold coil and there were no patient complications.

Event description:
It was reported that the device was malpositioned, requiring intervention. This 60cm embold packing coil was selected for use in a moderately tortuous gastroduodenal artery. During the procedure, the coil was inadvertently deployed within the microcatheter; therefore, did not fully or properly deploy. The non-boston scientific microcatheter was pulled back into the common hepatic artery and the coil was subsequently pulled back with it. However, this left the coil hanging in the common hepatic artery. A snare was used, and once the coil was captured with the snare and pulled outside of the body, forceps were used to pull the remainder of the coil out. The procedure was completed with a different embold coil and there were no patient complications.